Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 05/16/2016. During processing of this complaint, attempts were made to obtain complete event, including the date of occurrence, patient and device information, however, no information further to those reported hereby could be obtained as of the date. For the reporting convenience, the event is considered to have occurred on the day before the date of awareness by the importer, 05/16/2016, so the date 05/15/2016 is quoted as the date of occurrence in this report. Device investigation could not be conducted since it was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release, there is no indication of a product deficiency. Based on the obtained information it is supposed that the tip of the catheter might be trapped in the vessel and free movement of the tip was restricted, where excessive rotational manipulation and/or pull back manipulation with force might be applied, resulting the breakage at the tip of the catheter. IFU warning section describes; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels.)

Event description:
Reportedly, corsair catheter was broken off into the patient.